Event description:
It was reported that the customer experienced low blood glucose levels. The blood glucose reading reached as low as 38 mg/dl and as high as 200 mg/dl. The customer stated that she had been experiencing low blood glucose for 6 months, and she treated with food. She was able to raise her blood glucose reading from 47 to 142 mg/dl at the time of the call. She was advised to consult her doctor regarding her insulin use. She stated that she was tired and declined to complete the troubleshoot process. She stated that she had input the incorrect information while bolusing and was advised to talk to her doctor regarding her information input. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.